Event description:
The customer contact reported unrestricted flow. On an unspecified date and time, the pump was programmed to deliver an unspecified medication. No specific pump programming parameters were provided. After an unspecified length of time, the pump sounded an audible alarm tone for a proximal occlusion. It was reported the nurse opened the cassette door to remove the tubing set from the pump. At this time, unrestricted flow was noted. The pump was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. The customer contact indicated that the event could have possibly be the result of an operator error; however, no specific information could be provided. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified y serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.